Manufacturer narrative:
This spontaneous case was reported by a lawyer and describes the occurrence of fallopian tube perforation ('coil migrated and punctured my tube') and female reproductive neoplasm ('tumor come up on the outside of my lady parts/just had one removed') in a female patient who had essure inserted. The occurrence of additional non-serious events is detailed below. In (B)(6) 2011, the patient had essure inserted. On an unknown date, the patient experienced fallopian tube perforation (seriousness criteria medically significant and intervention required), weight fluctuation ("lost a lot of weight and then gained 30 pounds"), constipation ("stool softners the narco are gonna contipate you"), swelling ("swelling"), pelvic pain ("pelvic pain") and hepatic lesion ("lesion on my liver from it") and was found to have female reproductive neoplasm (seriousness criterion medically significant) and weight decreased ("weight loss"). The patient was treated with surgery (hystrectomy (B)(6) 2015) and tumor removal. Essure was removed. At the time of the report, the fallopian tube perforation, female reproductive neoplasm, weight fluctuation, constipation, swelling, weight decreased, pelvic pain and hepatic lesion outcome was unknown. The reporter considered constipation, fallopian tube perforation, female reproductive neoplasm, hepatic lesion, pelvic pain, swelling, weight decreased and weight fluctuation to be related to essure. Concerning the injuries reported in this case, the following one was described in patient¿s social media- neoplasm, weight fluctuation,medical device removal. Most recent follow-up information incorporated above includes: on 20-mar-2020: information received via social media. Event " fallopian tube perforation (previously reported as medical device removal), swelliing, weight loss, pelvic pain and hepatic lesion were added. ¿ was added. Essure insertion date was added. Reporter was added. Based on the available information, a review of our complaint records and other relevant data will be conducted; any new and reportable information that becomes available from our investigation will be provided in a supplementary report.

Manufacturer narrative:
This spontaneous case was reported by a lawyer and describes the occurrence of medical device removal ('medical device removal') and female reproductive neoplasm ('tumor come up on the outside of my lady parts/just had one removed') in a female patient who had essure inserted. The occurrence of additional non-serious events is detailed below. On an unknown date, the patient had essure inserted. On an unknown date, the patient underwent medical device removal (seriousness criteria medically significant and intervention required), was found to have female reproductive neoplasm (seriousness criterion medically significant) and experienced weight fluctuation ("lost a lot of weight and then gained 30 pounds") and constipation ("stool softners the narco are gonna contipate you"). The patient was treated with surgery (hystrectomy) and tumor removal. Essure was removed. At the time of the report, the medical device removal, female reproductive neoplasm, weight fluctuation and constipation outcome was unknown. The reporter considered constipation, female reproductive neoplasm, medical device removal and weight fluctuation to be related to essure. Concerning the injuries reported in this case, the following one was described in patient¿s social media- neoplasm, weight fluctuation,medical device removal. Most recent follow-up information incorporated above includes: on 20-feb-2020: social media received - new event constipation was added. Reporters information was added. Based on the available information, a review of our complaint records and other relevant data will be conducted; any new and reportable information that becomes available from our investigation will be provided in a supplementary report.

Manufacturer narrative:
This spontaneous case was reported by a lawyer and describes the occurrence of fallopian tube perforation ('coil migrated and punctured my tube') and female reproductive neoplasm ('tumor come up on the outside of my lady parts/just had one removed') in a female patient who had essure inserted. The occurrence of additional non-serious events is detailed below. In (B)(6) 2011, the patient had essure inserted. On an unknown date, the patient experienced fallopian tube perforation (seriousness criteria medically significant and intervention required), weight fluctuation ("lost a lot of weight and then gained 30 pounds"), constipation ("stool softners the narco are gonna contipate you"), swelling ("swelling"), pelvic pain ("pelvic pain") and hepatic lesion ("lesion on my liver from it"), was found to have female reproductive neoplasm (seriousness criterion medically significant) and weight decreased ("weight loss") and experienced dermatitis contact ("allergic to makeup"), lasting 4 days. The patient was treated with epinephrine (epipen), two other shots, surgery (hystrectomy (B)(6) 2015) and tumor removal. Essure was removed on (B)(6) 2015. At the time of the report, the fallopian tube perforation, female reproductive neoplasm, weight fluctuation, constipation, swelling, weight decreased, pelvic pain and hepatic lesion outcome was unknown and the dermatitis contact had resolved. The reporter considered constipation, dermatitis contact, fallopian tube perforation, female reproductive neoplasm, hepatic lesion, pelvic pain, swelling, weight decreased and weight fluctuation to be related to essure. The reporter commented: patient does not know if makeup allergy was from getting cheap makeup. It happened 5 minutes after finishing her face. It happened after removal (date unknown). Concerning the injuries reported in this case, the following one was described in patient¿s social media- neoplasm, weight fluctuation,medical device removal quality-safety evaluation of ptc: unable to confirm complaint most recent follow-up information incorporated above includes: on (B)(6) 2020: quality-safety evaluation of product technical complaint. Based on the available information, a review of our complaint records and other relevant data was conducted; any new and reportable information that becomes available from our investigation will be provided in a supplementary report.

Manufacturer narrative:
This spontaneous case was reported by a lawyer and describes the occurrence of fallopian tube perforation ('coil migrated and punctured my tube') and female reproductive neoplasm ('tumor come up on the outside of my lady parts/just had one removed') in a female patient who had essure inserted. The occurrence of additional non-serious events is detailed below. In (B)(6) 2011, the patient had essure inserted. On an unknown date, the patient experienced fallopian tube perforation (seriousness criteria medically significant and intervention required), weight fluctuation ("lost a lot of weight and then gained 30 pounds"), constipation ("stool softners the narco are gonna contipate you"), swelling ("swelling"), pelvic pain ("pelvic pain") and hepatic lesion ("lesion on my liver from it"), was found to have female reproductive neoplasm (seriousness criterion medically significant) and weight decreased ("weight loss") and experienced dermatitis contact ("allergic to makeup"), lasting 4 days. The patient was treated with epinephrine (epipen), two other shots, surgery (hystrectomy (B)(6) 2015) and tumor removal. Essure was removed on (B)(6) 2015. At the time of the report, the fallopian tube perforation, female reproductive neoplasm, weight fluctuation, constipation, swelling, weight decreased, pelvic pain and hepatic lesion outcome was unknown and the dermatitis contact had resolved. The reporter considered constipation, dermatitis contact, fallopian tube perforation, female reproductive neoplasm, hepatic lesion, pelvic pain, swelling, weight decreased and weight fluctuation to be related to essure. The reporter commented: patient does not know if makeup allergy was from getting cheap makeup. It happened 5 minutes after finishing her face. It happened after removal (date unknown). Concerning the injuries reported in this case, the following one was described in patient¿s social media- neoplasm, weight fluctuation,medical device removal most recent follow-up information incorporated above includes: on 23-mar-2020: content from social media was received. New event "dermatitis contact" was added. Treatment products were added. Reporter causality comment was added. Reporter was added. On 23-mar-2020: social media comment received. Essure explanted date and new reporter added. On 23-mar-2020: social media pfs received: reporter added. Based on the available information, a review of our complaint records and other relevant data will be conducted; any new and reportable information that becomes available from our investigation will be provided in a supplementary report.

Event description:
This spontaneous case was reported by a lawyer and describes the occurrence of medical device removal ('medical device removal') and neoplasm ('tumor come up on the outside of my lady parts') in a female patient who had essure inserted. The occurrence of additional non-serious events is detailed below. On an unknown date, the patient had essure inserted. On an unknown date, the patient underwent medical device removal (seriousness criteria medically significant and intervention required), was found to have neoplasm (seriousness criterion medically significant) and experienced weight fluctuation ("lost a lot of weight and then gained (B)(6)"). The patient was treated with surgery (hystrectomy) and tumor removal. Essure was removed. At the time of the report, the medical device removal, neoplasm and weight fluctuation outcome was unknown. The reporter considered medical device removal, neoplasm and weight fluctuation to be related to essure. Concerning the injuries reported in this case, the following one was described in patient¿s social media- neoplasm, weight fluctuation,medical device removal no lot number or device sample was received in this case. At this time, we have no information suggesting that the device failed to meet its specifications. We will conduct a review of our complaint records and other non-conformances data; should any new and reportable information become available from our investigation, this will be provided in a supplementary report.

Manufacturer narrative:
This spontaneous case was reported by a lawyer and describes the occurrence of fallopian tube perforation ('coil migrated and punctured my tube') and female reproductive neoplasm ('tumor come up on the outside of my lady parts/just had one removed') in a female patient who had essure inserted. The occurrence of additional non-serious events is detailed below. In (B)(6) 2011, the patient had essure inserted. On an unknown date, the patient experienced fallopian tube perforation (seriousness criteria medically significant and intervention required), weight fluctuation ("lost a lot of weight and then gained 30 pounds"), constipation ("stool softners the narco are gonna contipate you"), swelling ("swelling"), pelvic pain ("pelvic pain") and hepatic lesion ("lesion on my liver from it"), was found to have female reproductive neoplasm (seriousness criterion medically significant) and weight decreased ("weight loss") and experienced dermatitis contact ("allergic to makeup"), lasting 4 days. The patient was treated with epinephrine (epipen), two other shots, surgery ("hysterectomy" (B)(6) 2015) and tumor removal. Essure was removed on (B)(6) 2015. At the time of the report, the fallopian tube perforation, female reproductive neoplasm, weight fluctuation, constipation, swelling, weight decreased, pelvic pain and hepatic lesion outcome was unknown and the dermatitis contact had resolved. The reporter considered constipation, dermatitis contact, fallopian tube perforation, female reproductive neoplasm, hepatic lesion, pelvic pain, swelling, weight decreased and weight fluctuation to be related to essure. The reporter commented: patient does not know if makeup allergy was from getting cheap makeup. It happened 5 minutes after finishing her face. It happened after removal (date unknown). Concerning the injuries reported in this case, the following one was described in patient¿s social media- neoplasm, weight fluctuation,medical device removal quality-safety evaluation of ptc: unable to confirm complaint. Most recent follow-up information incorporated above includes: on 28-may-2020: quality-safety evaluation of ptc. Based on the available information, a review of our complaint records and other relevant data was conducted; any new and reportable information that becomes available from our investigation will be provided in a supplementary report.